Event description:
(B) (4).it was reported that post a coronary artery stenting treatment procedure, the patient experienced chest pain. The lesion being treated was located in the main branch. A study stent was implanted with optimal results. A taxus liberte drug eluting stent was implanted also to completely cover the target lesion.three days post procedure, the patient experienced chest pain. No additional information was provided.

Manufacturer narrative:
Date of event: unknown day and month 2008.the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not available for analysis.